Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2022. During procedure, it was found that the right ventricular (rv) lead helix was not able to be extended. The rv lead was not implanted. Patient condition was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A full lead with helix retracted and clogged with blood and tissue was returned in one piece for analysis. The helix could be extended and retracted after cleaning. Specification measurement was normal with no anomalies found.